Event description:
Spontaneous: the patient reported that she had an issue with the tubing that she was sent about 4-6 weeks ago. The patient stated that the filter in the tubing was not removing the air from the line. The patient stated that the warning on the pump stated that there was high pressure but patient and nurse checked everything and found no issue so they decided to change the tubing and after that, there wasn't an issue. The patient stated that it happened twice and both cadd ext sets were from the same lot #4365467. The patient stated that she had extra cadd ext sets and did not need any replacements at this time. No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No; did we replace the product? No, has extra. Did the pt have a backup product they were able to switch to yes; was the pt able to successfully continue their therapy? Yes. Reported to cvs/caremark by pt/caregiver. Ref report: mw5144851.